Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values, calibration not accepted alert. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-441ag, mmt-7040a, mmt-342 . Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 48 mg/dl and sensor glucose value was 248 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-441ag. No product return is required for mmt-7040a. No product return is required for mmt-342 .

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. However, no relevant or unexpected alarms were noted in adapt. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, and displacement accuracy test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer allegations of high bgs. Unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.